Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and one image was received for evaluation. Visual and functional testing was performed. Visual inspection found no marks or stains were observed on tube surface, neither on reflux connector or swivel connector, however it was visible like a white stain in connection, this is caused by solvent absence. Functional testing found the sample present leakage. Complaint is confirmed. The root cause of the reported issue was found to be lack of solvent in connection. Awareness notification for failure mode reported to production personnel was issued by the quality engineer ? July 26, 2022. Additionally, all mitigations on placed were verified and it was confirmed execution accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that during the pre-use check, leakage of circulation water was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.